Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2011, device interrogation noted an increase in hvli on defibrillation lead. Connection issue suspected. Patient was refered to (B)(6) hosptial. On (B)(6) 2011, the svc coil was turned off and the patient was scheduled for dft testing later in the month.